Event description:
It was reported that while attempting a threshold check on an implantable pulse generator (ipg), the programmer "crashed," with an error message. The programmer had to be switched off and on again. It was further reported the ipg experienced a memory problem, and a manual guided reset (mgr) would be initiated to reset the memory of the ipg. The device remains implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Model number c50a3 is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Without a device serial number, the manufacturing date cannot be determined for model 2090.

Event description:
It was reported that while attempting a threshold check on an implantable pulse generator (ipg), the programmer "crashed," with an error message. The programmer had to be switched off and on again. It was further reported the ipg experienced a memory problem, and a manual guided reset (mgr) would be initiated to reset the memory of the ipg. The device remains implanted. No patient complications were reported as a result of this event. Additional information was subsequently received reporting that the mgr was unsuccessful, and the ipg was explanted, replaced, and stored by the hospital staff. It was supposed to be returned to medtronic for analysis; however, the ipg has not been returned so far, despite request(s) made to the hospital.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.